Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error.